Manufacturer narrative:
The wheel has fallen off of the rollator. The user fell, but is unsure if the wheel caused the fall or the fall caused the wheel to break off. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
The wheel has fallen off of the rollator. The user fell, but is unsure if the wheel caused the fall or the fall caused the wheel to break off. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).